Event description:
A pt reported experiencing inaccurate high results with a ssp bedside unit v 2.0 meter. The pt's blood glucose results were 433mg/dl (meter), 342mg/dl (lab). Tests were done less than 30 minutes apart with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.